Event description:
It was reported that the patient's blood glucose (bg) level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 37 and 48 hours. The patient attempted to administer a bolus but their bg level still remained high. As treatment, a new pod was applied. The device investigation observed a cannula damage during testing.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.